Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 400 mg/dl. The customer's current blood glucose was 372 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Auto mode feature was not active at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer alleged pump was under delivering. Customer performed displacement test and the test was passed. The insulin pump will not be returned for analysis.